Event description:
It was reported that cartridge alarm 20 occurred and that issue recurred when caller tried to resume insulin therapy, even though problem did not occur during cartridge loading and had not been reported previously with this pump. There was no adverse impact to the customer's blood glucose level. Caller attempted to load new cartridge using proper technique with guidance from technical support but was not able to restore insulin delivery, so pump replacement was arranged under warranty, caller planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, reenter pump settings and reconnect continuous glucose monitor to replacement pump, and to return problematic pump using provided shipping label within 10 days.